Manufacturer narrative:
It was reported that a leakage was occurred on the product. The received picture shows a clear crack on luer lock connector of hls cannulae. No harm to any person was reported. Sample investigation could not be performed as the product was discarded by customer. Further, a medical consultation was performed by getinge medical affairs on 2025-04-22 with following conclusion: based on the responses provided by the customer to follow-up questions, the cannula and tubing were secured to the patient using a patch suture, which is considered a standard method of fixation. During the implantation process, the cannula was observed and appeared to be intact with no visible signs of damage. It was also confirmed that a cable tie was used to connect the cannula and tubing, although details regarding the specific method of attachment were not included in the report. There were no devices or accessories connected to the luer lock at the time of the incident. As such, there was no indication of leakage prior to the connection, as no connection had been made. The leakage was discovered only after the cannula had already been implanted in the patient. The exact volume of blood loss through the leakage site remains unknown. In conclusion, the IFU for the hls cannula emphasize the importance of a thorough visual inspection of both the sterile packaging and the device itself prior to use. Users are specifically instructed to check for any signs of moisture, contamination, or damage such as cracks, burrs, or fissures. Additionally, the IFU cautions that the cannula must be positioned in a way that prevents kinking, which could compromise its structural integrity. Related IFU mitigations are as follow: IFU, hls cannulae, g-139, v05, page 11 ¿7 application¿: warning! Damage to the device or packaging. A non-sterile or defective device can result in patient infections. Perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. Perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. Caution! Position the cannula so that it cannot be kinked. Caution! Check the connection between cannula and tubing set regularly. In this case, the cannula and luer lock connection were reported to be intact during the implantation process, indicating that no visible damage was present at the time of use. This observation suggests that the crack identified on the luer lock connector may have developed as a result of mechanical stress or force applied after implantation. Such stress could potentially arise from patient handling, positioning, or storage during the post-implantation period. It must be emphasized that, in the absence of the physical product for further examination, a definitive root cause cannot be established. Nevertheless, the visual evidence and the clinical observations support the likelihood of a mechanically induced failure post-implantation. No harm to the patient or any medical personnel was reported in connection with this incident. Based on these complaint could be confirmed however product related influences were found as unlikely. Besides of the above, the production history record (DHR) of the affected be-pal 1723 with lot# 3000395560 was reviewed on 2025-03-27. According to the DHR results, the product be-pal 1723 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The incoming inspection report review has been performed for affected component ¿700000285, 00285#konnektor 3/8 x 3/8 ll¿. The incoming inspection report (batch # 3000353603) of the affected component "700000285 / 00285#konnektor 3/8 x 3/8 ll" was reviewed on 2025-03-27. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. The review of the non-conformities has been performed. It does not show any non-conformity in regards to the batch numbers of reported components with related to the reported failure. Further, the related basic operation procedure training record has been controlled for production employees and there could not be found any non-conformities that could cause to reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a leakage had occurred on the product. The received picture shows a clear crack on luer lock connector of hls cannulae. Since the event occurred during treatment / on patient use and the hazardous situation blood leakage occurred, the complaint is reportable. Complaint #(B)(4).